Event description:
The customer reported to olympus, that when the power to evis x1 video system center was turned on a green noise occurred in the 4k uhd lcd monitor which caused the no image. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm. Related patient identifiers: (B)(6). For additional devices reported for same event (b)(3).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced when the scope was connected and aged for an hour. However, when connected in combination with the concomitant devices, the noisy image occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. The evis x1 video system center was combined with the lcd monitor (oev321uh) and serial digital interface cable (maj-2429) to confirm separation. It was confirmed that the image noise occurred when maj-2429 was combined. Olympus will continue to monitor field performance for this device.